Event description:
Reporter has a service connected asbestosis exposure history that requires he use a lift chair approximately 2 months ago. The wooden frame collapsed, the lift is still under warranty. Ex-med in fort worth texas picked up his chair for servicing. A few weeks later the company called back to say that they would not order any parts for the chair, because the product appeared to have been abused. This is not true. Reporter has asked the company to return the chair. He will call his local tv station to show them the poor condition of his chair. The company won't stand behind their products. He wants to make this report so other seniors, like himself, won't fall prey to this company. He is being taken advantage of, because he hasn't abused anything. The wooden frame inside the chair has come apart, and the craftsmanship is poor.